Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 7/29/2020. Device returned to manufacturer? Yes. Device evaluation: on july 29, 2020 the complaint lens was received. Additionally, a complaint intake form was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned and no cosmetic defects were observed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol was explanted from the patient¿s right eye due to myopia. Apparently, the patient had lasik prior to the original implant which affected the lens calculations. It was learned that the best corrected visual acuity (bcva) pre-op exchange 20/60, bcva post-op exchange 20/25. There was no incision enlargement, no vitrectomy and no sutures done. No patient post-op injury. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.